Manufacturer narrative:
H3: product analysis found that visually, there was a yellowish-brown residue on the outside diameter of the cuff balloon when returned and surgical tape wrapped around the middle of the tube. Additionally, a syringe was attached to the inflation tube. Under magnification, there were small voids in the red trace pad and in the red with white and blue ink traces underneath the adhesive. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were 62 ohms (blue), 55 ohms (blue with white stripe), 45 ohms (red), and 58 ohms (red with white stripe) which all electrodes were in specification. For further analysis, a stylette was used to manipulate the shape of the device, especially near the clamp shell, and the electrode resistances remained in specification. Functionally, for additional analysis, the device was connected to a nim system, and the trace pads were submerged in a saline solution to perform functional testing. During testing, the device passed the electrode check and had no excessive feedback during the noise test. For further analysis, stylette manipulation was used and the results remained unchanged. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the emg trivantage tube had no response on the left side. There was no known patient impact.